Manufacturer narrative:
H10: two 011-d1005 tego connectors (one used, one new) were returned for investigation. There were no mating devices returned to evaluate with the two tego connectors. The two tego connectors were vacuum and pressure leak tested. Each met product performance expectations without leakage or disconnect. Subsequent measurement of the male luer and male luer threads met iso design expectations. The product complaint was unable to be confirmed. A device history review of lot# 4002095 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received on july 8, 2019. Testing is not yet complete.

Event description:
The event involved a tego connector that disconnected from the venous line during dialysis, resulting in about 150mls of blood loss. The event occurred after 2 hours of dialysis. There was patient involvement, but no harm reported. The device was replaced with no further problems encountered.